Event description:
It was reported that the patient could be interrogated and it showed ok diagnostics, however the settings were unable to be changed due to error code 254 despite various troubleshooting. The internal data was reviewed and it was determined that the patient was in a stim inhibited state during interrogation, indicating that the reed switch of the generator was closed even though a magnet was not present. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The most likely potential contributors identified were extended exposure to external magnetic fields leading to sticking of the reed switch blades as well as magnetic field remanence effects of the nickel elements of the battery allowing sufficient residual magnetic field to hold a reed switch in a closed state even after removal of the external field. Additionally, based on prior similar events on older model ipgs, mechanical trauma that affects reed switch gap spacing is considered an additional possible contributor. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The generator was replaced. The explanted generator has not been received for analysis to date. No further relevant information has been received to date.

Event description:
Information was received from the pathology department that they cannot find the explanted device and it was most likely discarded. No further relevant information has been received to date.

Manufacturer narrative:
B3: date of event; corrected information, initial report inadvertently used incorrect date. F10: adverse event problem: health effect - impact code; corrected information, initial report inadvertently used incorrect coding.